Event description:
It was reported that device fracture occurred. A 14, 150cm (box/5) rubicon was selected for use. During the procedure, when the device attempted to load the guidewire, it would not pass and it was found that the device was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.